Manufacturer narrative:
H.6. Investigation summary: one photo of a loose 10ml syringe was received and evaluated. It was observed the syringe was manipulated with an unknown amount of clear fluid inside and a clear foreign matter particle inside in the fluid path. The particle appeared to be a piece of plastic and was large enough to be rejectable per product specification. Potential root cause for the foreign matter defect is associated with the assembly process. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that plastic was found in the bd syringe luer-lok¿ tip before use.the following information was provided by the initial reporter: "we were notified of a complaint from a customer stating plastic in syringe."

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that plastic was found in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "we were notified of a complaint from a customer stating plastic in syringe."